Manufacturer narrative:
During cavotricuspid ishmus (cti) ablation, when negative pressure was applied to the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, some air was pulled in, but when the sheath was slowly withdrawn, no air contamination was observed and the procedure was completed. No air was introduced into the patient and the physician did not perform any maneuvers to eliminate bubbles. No medical intervention was required, and the patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of back pressure test of the vizigo sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on vizigo sheath. Per the event, flow and pressure test were performed, in accordance with bwi procedures and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath small wherein air flowed into the sheath. During cavotricuspid ishmus (cti) ablation, when negative pressure was applied to the carto vizigo" 8.5f bi-directional guiding sheath small, some air was pulled in, but when the sheath was slowly withdrawn, no air contamination was observed and the procedure was completed. No air was introduced into the patient and the physician did not perform any maneuvers to eliminate bubbles. No medical intervention was required, and the patient has not exhibited any neurological symptoms since the procedure was completed. The issue was noticed 2.5 h after inserted into the cardiac cavity.